Manufacturer narrative:
On 16-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. The hemostatic valve was loose, and if the catheter was not inserted, reverse blood occurs. There was hemostatic valve failure although the hemostatic valve was intact. The issue occurred during the insertion to the patient¿s body. No replacement sheath was needed, they continued use with caution and the procedure was successfully completed. Additional information received indicated the sheath was being used on the patient. There was no report that air entered the patient¿s body. Blood return was observed.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. The hemostatic valve was loose, and if the catheter was not inserted, reverse blood occurs. There was hemostatic valve failure although the hemostatic valve was intact. The issue occurred during the insertion to the patient¿s body. No replacement sheath was needed, they continued use with caution and the procedure was successfully completed. On 27-dec-2022, additional information was received indicating the valve was not dislodged inside or outside the hub and the blood loss was a small amount. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation was been completed on 15-dec-2022. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).